Event description:
It was reported following a stimulator and extension replacement the impedances on the new stimulator were still high. All electrode combinations except for c0, c3, and 03 were >6,000 ohms. This problem had existed prior to the replacement (refer to MFR report # 3004209178-2012-00705), so the lead was suspected to have an issue. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. The lead was replaced, and the issue was successfully resolved.